Event description:
It was reported that the patient had stimulation in the pectoral region from the left ventricular (lv) lead when programmed lv tip to can. It was also noted that the lv lead was previously programmed lv tip to right ventricular (rv) ring and the lead threshold had been rising along with stimulation even with subthreshold programming. It was further reported that the patient was sent for a chest x-ray; results looked unchanged. The patient will be seen in the future and currently remains stable. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 5076 x2 implantable pacing leads (B)(6) 2011. (B)(4).